Manufacturer narrative:
Manufacturer report # 2017233-2019-01103 is being retracted. Additional information received indicating the endoleak was a proximal type I endoleak, which does not involve the a conformable gore® tag® thoracic endoprosthesis.

Event description:
The following information was reported to gore: on (B)(6) 2019 a patient was undergoing treatment of an aneurysmal type b thoracic aortic dissection, zone 2 with gore® tag® thoracic branch endoprostheses and a conformable gore® tag® thoracic endoprosthesis as distal extension to aortic component. The pre-treatment maximum aortic diameter within the treated segment has not been recorded in the clinical study database. According to the report all devices were positioned and implanted without issue. On (B)(6) 2019 an asymptomatic, unspecified endoleak was reported. There was no aneurysm enlargement reportedly associated with the endoleak. On (B)(6) 2019 an embolization procedure was performed to address the endoleak. Following the procedure the endoleak was resolved.